Event description:
During a routine device exchange, the set screw was unable to removed from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of difficulty removing the setscrew was confirmed. The device was received in back-up vvi mode. Visual inspection of the header noticed the header broken and separated from the body of the device. Further inspection noticed the setscrew inset stripped off consistent with inserting the torque wrench off-center/at an angle to the setscrew which damaged the inset consistent with the event reported. The device image was corrupted, and no information could be extracted from it. It was requested from the field, but the information was not available. A longevity assessment was performed, and the device exceeded projected longevity based on nominal conditions and it considered normal battery depletion.